Event description:
It was reported that this right ventricular (rv) lead was suspected to be dislodge, which was confirmed through fluoroscopy. The physician decided to explant the lead and use a new one. No additional adverse patient effects were reported.